Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the driveline had rescue tape from approximately 26.0" to 29.5" from the pump body, as well as adjacent to the metal connector. Removal of the tape revealed superficial jacket damage. A minor cut in the silicone jacket that was not covered with rescue tape was observed approximately 31.5" from the pump body. The evaluation of (B)(6) did not reveal any device-related issues. A direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline fully intact. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow conduit (graft, bend relief, and bend relief collar) were returned secured to their respective pump ports. Examination of the pump's blood-contacting surfaces revealed no developed depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Electrical continuity testing of the driveline wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The submitted log file contained events, beginning on (B)(6) 2023. Throughout the log file, the pump appeared to have been operating as intended. A full battery depletion event was captured on (B)(6) 2023 that would have resulted in a pump stop (refer to the system controller investigation captured under MFR. Report # 2916596-2023-06950). The duration of the pump stop is unknown. The pump resumed operation at the fixed speed without issue once the system was connected to fully charged batteries. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. Additionally, both documents warn to not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller MFR. Report # 2916596-2023-06950.

Event description:
It was reported that the patient was found dead in a nursing home. The data was downloaded from the controller. An autopsy was to be performed. The log files contained normal data until a low battery advisory occurred on (B)(6) 2023 at 0052. A low battery hazard was recorded at 0248 which was followed by a no external power event at 0302 that triggered the emergency backup battery. At 0302, power save mode reduced the actual speed from 9200 rotations per minute (rpm) to the low-speed limit of 8800rpm to conserve power. At 0452 the last good timestamp with the ebb operating the system was recorded. The next timestamp was (B)(6) 2001 at 0100 that indicated the controller lost all power with the ebb completely drained and both the pump and the controller stopped operating. Due to the controller clock defaulting to (B)(6) 2001 the duration of time the pump was off could not be determined. Also at (B)(6) 2001 at 0100, charged batteries were connected and the pump returned to operate at the set speed and the log file ends with the driveline being disconnected. The submitted log file began (B)(6) 2023 and showed that the patient never connected to either the mobile power unit (mpu) or the power module which indicated that the patient was sleeping on battery power which is not recommended. Additional information was provided that the driveline was not disconnected when the patient was found dead. The death was considered to be device related and the device reportedly operated as expected until the batteries were dead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.